Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The device was returned for further evaluation. Visual inspection of the returned persona shim found that both ball bearings and springs were missing from the shim construct. Neither the springs nor the ball bearings were returned for evaluation. Minor scratches were also noticed on the inferior surface indicative of use. DHR was reviewed and no discrepancies were found. This device was confirmed to have been a part of a previous investigation. This corrective action was initiated for ball bearing falling out of the tasp shim construct at a high rate during cleaning. During the investigation, it was discovered that ultrasonic cleaning was not addressed as a potential user need. This devices was subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that this device was manufactured prior to this design change. Therefore, the root cause is considered to be the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the device was discovered to have missing ball bearings by the reprocessing department. No adverse events were report with this event.